Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Low pacing lead impedance and oversensing on the right ventricular lead was discovered. No other anomalies were noted. The lead was capped and replaced. No other information was provided.